Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one dorado was returned for evaluation. The sample appeared to be clean. A kink was noted to the catheter shaft. A break was noted at the proximal glue joint. The inner guidewire lumen was exposed, and a kink was noted to it. Due to the nature of the complaint, no functional testing was performed. Therefore, the investigation is confirmed for the reported device damaged prior to use, identified break and kink as a break was noted at the proximal glue joint and a kink was noted to the catheter shaft. A definitive root cause for the reported device damaged prior to use, identified break and kink could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 04/2026). H11: d2b (dqy;lit). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an angioplasty procedure, the pta balloon was allegedly noted to be damaged upon opening the package. There was no patient contact.